Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 2.77 on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indicator (eri) with unexpected longevity. Additionally, the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.